Event description:
Patient blood pressure dropping, requiring increase in phenylephrine dose. Dosing increased significantly over the course of two hours. Pump alarm stating that infusion complete, but bag almost full. Rn restarted pump and watch drip chamber; very slow drip rate compared to programmed infusion rate. Phenylephrine drops moved to different pump - blood pressure immediately responded to new pump, requiring down titration of drops to lower than starting dose on original pump. Original, malfunctioning pump pulled from service. No upstream occlusion alarms for this pump on this shift. This failure could have resulted in serious patient injury. Manufacturer response for IV infusion pump, spectrum iq pump (per site reporter). This is part of an ongoing class 1 recall/alert.